Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the device is received, or if additional information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, five months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to aortic regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.